Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd insyte¿ autoguard¿ shielded IV catheter was found with package seal integrity as "packet adhesive appears degraded, packets opening spontaneously therefore no longer sterile." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
H.6. Investigation summary: lot analysis. DHR review was performed on the lot number 5308748. The product was manufactured on afa line 6 from november 10, 2015 to november 13, 2015 and on packaging line 11 from november 28, 2015 to november 30, 2015. Review of the DHR¿s revealed all required challenges, samples, and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Td 2015-49 was in use during the production of the lot number. No significant issues were found during the review of the device history record. Visual analysis. Observations and testing: received 10 unused iag 14ga unit in partially opened package from the lot number 5308748. Visual/microscopic examination: three of the packages were partially opened at the top of the blister pack. Five of the packages were partially opened at the bottom of the blister pack. The seal was not compromised in two of the packages. The analysis of top web adhesive: the product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition, the paper top web of the returned unit was analyzed under uv light. The adhesive used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate transfer (adhesive) from the top web to the bottom web. The key variables that affect seal strength are: seal transfer/width and top web adhesive presence. Both of these variables were looked at during the investigation. Investigation samples(s) meet manufacturing specifications: yes; the returned units provided for evaluation for this incident met the manufacturing specification requirements in regard to package seal integrity. Investigation conclusion: the defect package seal integrity poor/questionable, stated in the description of the complaint, was confirmed with the returned units. Even though the packages were partially opened, all the process characteristics that directly influence the seal were observed to be within specification. Root cause: relationship of device to the reported incident: indeterminate. Although the packages were observed to be partially opened, there was no physical evidence to confirm or to support manufacturing process related issues for the defect. (B)(4) was initiated to address the issue of open seal complaints.